Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous device history record (DHR) review on legacy complaint (B)(4) was conducted by the manufacture site. Review of the device history records did not reveal any related manufacturing deviations or anomalies against this lot.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune to treat severe degenerative joint disease with varus alignment. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat aseptic loosening with tibial tray collapse. Upon entering the joint, the surgeon identified extensive synovitis and performed a complete synovectomy. The femoral component showed signs of early loosening with erosion of the soft tissue femoral membrane, and was revised. The tibial tray was grossly loosed and delaminated at the cement to implant interface. The patella was retained. There was no reported product problem with the explanted insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2013. Dor: (B)(6) 2020. Left knee.